Event description:
Healthcare professional reports, "part of the band snapped during attempted insertion."

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done.